Event description:
Prepacked angiopacks provided by medline were shipped to our facility, with recalled 1% lidocaine lot 39-467 dk exp 1 mar 2008 manufactured by hospira. A sticker with the following info was placed on the plastic overwrap of each pack: sub-recall on 1% lidocaine hcl injection, usp manufactured by hospira. Per hospira "...reports of particulate in some of the vials." Do not use thr 1% lidocaine. We have an issue with recalled product being shipped from the supplier. The sticker was only on one side of the package. There is no guarantee that the warning info will be read by the user.